Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient already had surgery. Patient confirmed this was in regards to their ins pulling, tugging and heating as reported earlier. Patient was having surgery next tuesday to see if they'll change the lead and do a pocket revision. Patient was told to turn her device off and keep a dairy. Patient still had heating and tugging even with device off and also had 3 urgency episodes, 2 resulting in accidents. Patient stated hcp determined that patient would need the device. Additional information received as patient had a fall in (B)(6) 2017. In (B)(6) 2017, patient reported heat at the ins site and a tugging sensation. Interrogation of the device showed normal lead impedances. Lead impedance showed normal results on (B)(6) 2017. Doctor did pocket revision. There were no complications or that no further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0krnf, implanted: (B)(6) 2014, product type: lead. This date is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they experienced implantable neurostimulator (ins) pulling, tugging, and heating. It was indicated that these issues occurred with the stimulation on and off, impedances were normal, and the patient had lost about 10-15 pounds. The patient mentioned that they had fallen on their tailbone in (B)(6) 2017, and this could be related to the problems. The issues started around the time of the fall. The issues did get better, but they had returned again. Patient services discussed twiddler's syndrome due to the patient feeling tightness with the lead. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor.